Manufacturer narrative:
Additional information: an attempt was then made to remove the dislodged stent with another nc balloon. The nc balloon was passed through the dislodged stent and inflated. An attempt was made to pull back the stent but this didn't work. Then an attempt was made to to remove the dislodged stent with a snare. This time the stent strut became elongated/straightened/deformed, and 70-80% of the stent came out to the aorta. The dislodged stent was partially secured at the distal end in the lm using a 3.0x12mm resolute integrity des, which was post-dilated, to avoid other complications due to stent dislodgement later. Resistance was noted during attempted withdrawal of the device, excessive force was not used. Removal attempts were stopped when the stent deformed. There is no complaint against the other medtronic stents used. Video review: 2 video's were provided for review. Both videos confirm the presence of a dislodged stent in the vasculature. The distal end of the stent appears to be snagged on the previously deployed stent. The proximal end of the stent appears to extend into the aorta, as reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with pulmonary edema, cardiogenic shock, respiratory failure, calcified left anterior descending (lad) artery. An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, severely calcified lesion in the mid/ostium of the left main (lm) coronary artery and the lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during position/advancement. It was detailed that the device did not advance to the mid lad lesion due to calcium, even after performing intravascular lithotripsy (ivl). It was decided to remove the device, and when the stent was pulled back the stent balloon came out. An attempt was then made to remove the dislodged stent with another balloon and with a snare, but the stent strut got s traightened. The procedure was completed with a 2.5x14mm resolute integrity des, a 2.5x12mm resolute onyx des and a 3.0x12mm resolute integrity des. The patient is reported to be alive with no injury.